Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. This event occurred twelve times. The following information was provided by the initial reporter. The customer stated: deformed tubes.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. This event occurred twelve times. The following information was provided by the initial reporter. The customer stated: deformed tubes.